Manufacturer narrative:
This alleged malfunction poses a low risk to the pt because syncardia requires implant centers to keep two tah-t kits in inventory. In the event a component of the tah-t is dropped or damaged during implant surgery, the components from the other tah-t kit can be utilized. In addition, syncardia recommends that implant centers keep a surgical spares kit in inventory, which contains a spare outflow connector. The outflow connector that was removed was returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
During implant surgery of the syncardia temporary total artificial heart (tah-t), the outflow connector (graft) was prepared by spraying the material portion with baxter coseal. It was cut to the appropriate length and the free end was sewn to the pt¿s aorta. When the left tah-t ventricle was snapped onto the connector end of the outflow connector, the surgeon observed that the graft could be rotated slightly. When the tah-t ventricle was pressurized, the surgeon reported that there was some leakage of blood from around the connector where it snaps onto the ventricle. The outflow connector was removed, and a replacement outflow connector from the surgical spares kit was prepared and sewn to the pt¿s aorta. The surgeon snapped the left tah-t ventricle onto the replacement graft, and there was no leak at the connection to the ventricle. There was no adverse impact on the pt.